Manufacturer narrative:
Initially, it was reported that a blood leakage in the hemostatic valve issue occurred. The biosense webster, inc. Product analysis lab received the device on 02-oct-2023 and it was observed that the hemostatic valve was dislodged inside of hub component. The hemostatic valve leak issue remains assessed as MDR reportable. The additional finding of the hemostatic valve separation was also assessed as MDR reportable. The device evaluation was completed on 10-oct-2023. It was reported that during the operation, blood leakage was found in hemostasis valve. It is unknown if the hemostasis valve (gasket) dislodged inside the hub. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not become detached from the sheath. There is no photo available. The sheath was being used on the patient. No air entered the patient¿s body. Blood return was observed and the approximate volume of blood that was lost was 10 ml. A new device was used to complete the surgery and there was no patient injury reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Also, a bent mark was observed in the shaft area. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record was performed for the finished device number lot 60000148 and no internal actions related to the complaint were found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The failure observed with the hemostatic valve could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the bent mark in the shaft could be related to the excessive force or manipulation of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a blood leakage in hemostatic valve issue occurred. It was reported that during the operation, blood leakage was found in hemostasis valve. It is unknown if the hemostasis valve (gasket) dislodged inside the hub. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not become detached from the sheath. There is no photo available. The sheath was being used on the patient. No air entered the patient¿s body. Blood return was observed and the approximate volume of blood that was lost was 10 ml. A new device was used to complete the surgery and there was no patient injury reported.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).